Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed loss of capture (loc) present. Ts noted right ventricular automatic threshold (rvat) test recording successful threshold and low evoke response. Rv dislodgement is suspected. The lead remains in service. No adverse patient effects were reported.